Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to a dislocation secondary to a broken haptic. Additional information was received from the nurse who reported the event resolved following the lens exchange.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).